Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented a merlin transmission indicating an alert for non-sustained right ventricular oversensing. Review of the electrograms discussed possible myopotential oversensing as the cause of the alert. The patient was recommended to return to the clinic for a device check-up and to have the low frequency attenuation filter turned off. The patient status is stable. No further information is available.